Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced certain symptoms of cord compression (e.g. Leg weakness, tingling) following the permanent implant of the surgical leads. The senza therapy has been very effective; however physician decided to replace surgical leads with percutaneous leads to avoid further cord compression as patient has stenosis. Follow up report indicated that the patient is recovering from the surgery and there is no report of further complication. The physician indicated that full mobility will be regained over time.